Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: d4 - lot # changed to 25145829. Expiry date changed to 04/01/2020. H4 - manufacturing date changed to 04/01/2019. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. Traces of charred tissues were also observed on the jaws. The silicone boot insulation appeared intact. The heater wire was observed to be slightly flexed, but remained attached to the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same observed failure. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopic camera. No residue or contamination was seen on the internal switch. No visible defects were observed to the toggle. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, making the inner wire exposed, therefore causing the device not to deliver energy. Based on the returned condition of the device and the evaluation results, the reported complaint for failure to deliver energy was confirmed. The analyzed failure material twisted/bent was also confirmed. Specific actions for the reported failure to deliver energy are being maintained and documented under maquet¿s CAPA system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.